Event description:
During preventative maintenance, the autopulse platform's (sn (B)(6)) lcd had partially dead pixels and was unable to read. No patient involvement.

Manufacturer narrative:
During preventative maintenance, the autopulse platform's (sn (B)(6)) lcd had partially dead pixels and was unable to read. The root cause of the issue was a failed lcd, which was replaced to resolve it. The autopulse platform passed the preliminary functional test without any faults or errors. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).